Manufacturer narrative:
At this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical via medwatch report that a patient became disconnected from the ventilator and no alarm sounded. During inspection, the customer noted that the 45 second silence button was illuminated and stayed illuminated greater than two minutes. The ventilator was removed from the patient and replaced with a new oscillator. There was no report of any patient harm associate with this reported event.

Manufacturer narrative:
This medwatch report was submitted in error, please reference medwatch report number 2021710-2019-10854 for initial report and results of investigation.